Manufacturer narrative:
Findings: pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched/worn lcd window. No missing segments or partial display noted. (B)(4).

Event description:
It was reported that the customer had a partial display on the insulin pump. Customer's blood glucose level was 2.8 mmol/l. Customer was not using an (B)(6) battery. Customer inserted a new (B)(6) battery. Customer stated that the display did not return to normal. Customer was assisted in performing a self-test. Customer stated that there was a line through a black segment on the screen. Customer stated that some of the info is missing in the alarm history and some letters and numbers are not clear. Customer also stated that the pump was not giving correct dosages all the time. Customer reported that they began noticing it for about two weeks. Customer was informed that he would receive a loaner pump until he was able to complete the upgrade process. Insulin pump will need to be replaced. No additional information provided.